Event description:
The patient reported that she started v-go use in (B)(6) of 2020 and in the first week or two of v-go use adhesive pad did not stay attached to the body and her v-go 20 device fell off. Patient was unable to provide a specific date and made an educated guess as to when it occurred. Patient reports that proper procedure was followed when applying the v-go on the date in question and there was no increased movement or interference with the clothing. The v-go was worn on her abdomen and became detached after about 4 hours of use. The device has been discarded.